Event description:
As reported, approximately 3 years post op the initial right tsa, this female patient was revised due to significant metalosis with humeral head scratching against central cage of glenoid. The peripheral pegs were still connected to poly but was migrated away from original position. The central cage remained in its original position well fixed. Glenoid was bone grafted and converted to arthrex baseplate and glenosphere. The humeral head and replicator were removed. A +0 tray and 36 +0 liner was implanted with good stability and rom. Patient last known to be in stable condition. Explants not available.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, sn: (B)(4), 300-10-45 - equinoxe replicator plate 4.5mm o/s, sn: (B)(4), 300-20-02 - equinox square torque define screw drive kit, sn: (B)(4), 310-01-50 - equinoxe, humeral head short, 50mm (beta), sn: (B)(4).

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of disassociation of the center cage from the polyethylene body, which may have contributed to migration of the polyethylene body/attached peripheral pegs from its intended location. The cause of the cage disassociation cannot be determined from the information provided but may have occurred due to incomplete drilling or seating of the glenoid during implantation. The exact events and order of events cannot be determined because no original post-operative radiographs were provided, no bone cement was used on the peripheral pegs during the original surgery, and the revised components were not returned to exactech for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 4720, anchor.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of disassembly of the center cage from the glenoid body, leading to glenoid loosening, migration, and subsequent prosthesis wear between the retained center cage and the humeral head. There did not appear to be articular surface wear of the polyethylene in the provided image. Noncemented usage of the peripheral pegs likely contributed to the loosening and subsequent migration of the glenoid body. However, the contributions of initial implant alignment, lack of cement on the peripheral pegs, and wear to the series of events any cannot be confirmed as the devices were not returned for evaluation and no initial post-operative radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.